Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 10ml ll wwd packaging did not have the precut perforations. This was found prior to use. The following information was provided by the initial reporter: verbatim: it was reported that packages are not pre-cut. The hospital has received several batches like this which prevents the integrity of the envelope from being maintained and compromised the sterility of the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll wwd packaging did not have the precut perforations. This was found prior to use. The following information was provided by the initial reporter: verbatim: it was reported that packages are not pre-cut. The hospital has received several batches like this which prevents the integrity of the envelope from being maintained and compromised the sterility of the syringe.